Event description:
It was reported that this electrode was suspected of exhibiting oversensing noise, and the subcutaneous implantable cardioverter (s-ICD) system recorded an untreated episode. Data analysis was performed, and boston scientific technical services (ts) observed noise, possibly sense b node issue. Troubleshooting steps and programming options were provided. Additional information was provided, was reported that the patient was seen in-clinic, and no noise was able to be reproduced. Technical services suggested to program device to secondary vector if detection quality allows. Additional information was provided, the patient was seen in-clinic for troubleshooting. Furthermore, the patient had already been seen by the clinic in december 2023, at that time they had reprogrammed the device to alternative vector. Capture all sense vectors showed good signals on alternate vector and primary vector. The secondary vector had small r-waves. Auto-optimsation was performed again and chose alternative vector x1. Secondary vector was unsuccessful in sitting position. Boston scientific field personal is wanting recommendations. Boston scientific technical services indicated that the data from december 2023, did not show any s-ECG from secondary, only with s-ECG from primary and alternate vectors and not showing any noise. Previous to that, we find some more s-ECG from a previous follow-up performed in september 2023, in which we agree secondary vector was not providing an optimal detection. However, if the noise seen in the episodes has not been reproduced, there could be risks of further noise in primary and alternate vectors that could lead to inappropriate shock to the patient. Boston scientific indicated that they should consider a system replacement with the system connected being sent back if that is possible. However, it was recently clarified that the patient actually did receive inappropriate shock therapy in both the primary and alternate sensing vectors, which the physician attempted to resolve via reprogramming to the secondary sensing vector. Following the reprogramming, a remote alert was received indicating that the smartpass feature had been appropriately disabled due to low amplitude measurements. Diagnostic imaging was subsequently performed, which revealed a potential suboptimal position of the electrode. Surgical intervention is anticipated to revise the electrode position, but this has not yet occurred. At this time, the s-ICD electrode remains implanted and in-service. No additional adverse patient effects were reported.